Event description:
A customer reported encountering a tandem mobi cartridge alarm while loading the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised loading a new cartridge and monitoring the situation.